Event description:
It was reported that during log file review it was noted that the driveline had been disconnected and the pump had been off beginning on (B)(6) 2023 at 9:11:40 am. The pump turned off after the driveline was disconnected. At the time of the event, it was noted that the primary system controller (hsc-108379) was powered by the emergency backup battery (ebb). It was noted that the mobile power unit voltages appeared to show that there may be a weak connection at the ac wall outlet. Events prior to 9:11:40 were unable to be seen in the log files. The driveline was then connected to the backup system controller (hsc-107404) at 9:43:58. The driveline was disconnected at 9:48:45. The driveline was reconnected to hsc-107404 at 9:49:25 and was disconnected again at 10:03:02. The driveline remained disconnected from hsc-107404 for the rest of the log files. The driveline was reconnected to hsc-108379 at 10:07:58. It appeared that the pump had been off for approximately 37 minutes, not including the unknown amount of time prior to 9:11:40. It was unknown what prompted the patient to exchange the system controllers. The patient was reeducated on alarms, system controller self tests, and how to manage his left ventricular assist device (lvad) equipment. There were no further alarms following the system controller exchanges. The patient was instructed to check the mobile power unit connection at the wall outlet. Related MFR #s: pump: (B)(4) primary system controller: (B)(4). Backup system controller: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms regarding the mpu was confirmed via the log file provided from the primary system controller. The log file contained data spanning approximately 3 hours (B)(6) 2023, 9:11 ¿ 12:19 per timestamp). Several no external power alarms were observed throughout the data. Some of these alarms appeared to have occurred due to losses of ac power while the mpu was in use, as the rsoc steadily decreased (occurring on (B)(6) 2023 at 9:41, 9:50, 9:51:03, 10:03, and 10:04). Other low voltage hazard alarms caused by a similar condition, that resolved before a no external power alarm became active, were also observed while the mpu was in use (occurring on (B)(6)2023 at 9:51:10, 9:51:28, and 10:05). These alarms resolved when power was restored to the system. An atypical power cable disconnect alarm condition (an rsoc invalid fault that was not associated with a power source exchange) was also observed on (B)(6) 2023 at 10:09 while the mpu was in use within the white power cord. This event occurred while the black power cable was disconnected from external power which caused a low voltage hazard alarm to occur alongside the power cable disconnect alarm that was initially active due to the black power cable being disconnected. The alarm appeared to have occurred due to the rsoc within the white power cable fluctuating below the power cable disconnect alarm threshold, and the alarm resolved within the same minute of activation. No other notable events regarding the mpu were observed, and all other events have been addressed via the primary controller¿s investigation. The mpu was not returned for analysis. Per additional information, the patient was advised to check the mpu¿s power cord connection to the ac wall outlet to ensure that the wall outlet was properly working. The mpu was also observed to have been manufactured with the v-lock ac power cord per the device history records. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record (DHR) for the mobile power unit showed the device was manufactured in accordance with manufacturing and qa specifications. Per the DHR, the mpu was manufactured with the v-lock ac power cord. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.